Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during the use of the device for a non-clinical activity, the user reported the sternal saw blade protector was bent. The reported issue occurred during the cleaning process after a procedure. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) observed the bent blade protector. The srt performed a functional test and observed the unit to operate as intended without the blade protector. Upon internal inspection, the unit was observed to be clean and free of corrosion. The srt replaced the blade protector and the unit completed preventive maintenance (pm). The srt performed verification/release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.